Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a pulse after stretching. It was noted that the pacing lead had dislodged and possibly fractured. The lead exhibited high impedance, high and unstable thresholds, no capture, oversensing and noise was noted. The patient experienced arrhythmia and heart block. The pacing lead was capped and replaced. No further patient complications have been reported as a result of this event.